Manufacturer narrative:
A2) patient age - average patient age: 62.3 years. A3a) patient sex - sex of majority of patients involved: 13/18 males and 5/18 females. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, filling defect (occlusion) and myocardial infarction are listed as potential adverse events with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 01jan2021), ¿outcomes with combined laser atherectomy and intravascular brachytherapy in recurrent drug-eluting stent in-stent restenosis¿. The study retrospectively aimed to examine the long-term outcomes of patients treated with vascular brachytherapy (vbt) with or without excimer laser atherectomy (elca) for recurrent drug-eluting stents (des) in-stent restenosis (isr). A total of 18 patients with recurrent des isr treated with combined vbt and elca vs. Those who had vbt alone were enrolled in the study between january 2014 and september 2018. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 7 target lesion revascularizations, 2 patients required redo brachytherapy, 1 target lesion myocardial infarction, and 6 target lesion unstable angina. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 01jan2021 has been used, the date of publication. Megaly, michael, glogoza, matthew, xenogiannis, iosif, vemmou, evangelia, nikolakopoulos, ilias, omer, mohamed, willson, laura, monyak, david j., sullivan, patsa, stanberry, larissa, chavez, ivan, mooney, michael, traverse, jay, wang, yale, garcia, santiago, poulose, anil, burke, m. Nicholas, brilakis, emmanouil s. 2021. Outcomes with combined laser atherectomy and intravascular brachytherapy in recurrent drug-eluting stent in-stent restenosis. Cardiovascular revascularization medicine, 22: 29-33. Https://doi.org/10.1016/j.carrev.2020.06.019. This report captures the serious injuries that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.